Manufacturer narrative:
The pump was received with an intermittent button response due to corroded keypad traces. There were button error alarms noted. The pump was received with minor scratches on the lcd window and a corroded battery tube. (B)(4).

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer's blood glucose was 108 mg/dl at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.